Event description:
The hcp reported the pump was noted to be alarming. The pump was explanted and replaced after an implant duration of forty eight months due to end of life. The pt is reported to have recovered without sequela.